Event description:
It was reported that prior to a ptca/stenting treatment procedure, the maverick2 monorail balloon catheter shaft fractured. The fracture was noticed when the device was being removed from its packaging. No force or difficulty was encountered when removing the device. The procedure was successfully completed with another balloon catheter.